Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was over 300 mg/dl. The customer also reported observing a black circle at the top of their insulin pump's screen. Customer stated they resolved their no delivery alarm with a complete set change. The customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.